Event description:
Caller reported an alarm related to a single occlusion event. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, subsequently resuming insulin administration, and no additional assistance was required.